Event description:
Information received from the field notes that an inappro- priate magnet response has been observed since december, 2002. There didn't appear to be any affect to device function. The patient was pacemaker dependent.